Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, the device could not be interrogated and indicated that it was in backup vvi. An attempt was made to restore the device function but it was unsuccessful. Abbott technical support discussed considering a device replacement as the bvvi could not be resolved without the device interrogating normally. It was noted that the patient was not feeling well prior and during the visit but it was unclear if it is related to the device being in bvvi. Additional information was requested but has not been received. No further information is available at this time.